Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances/ manufacturing irregularities] were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Additional information: it occurs on the first firing of the gastroduodenal artery. The surgeon has been using this device routinely for 4-5 years with continued success. The placement of the vessel in the jaws is behind the cut line and does not appear to be crammed in the jaws. There is minimal tension, and he typically waits 8-15 seconds prior to firing the device. The vessel is completely skeletonized. The patient had been off asa for 4 days prior to the procedure and have not received chemotherapy or radiation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a whipple procedure after the first firing on the gastroduodenal artery it did not hold. There was oozing and them blood pumping from the artery. They clamped and oversewed to complete the case. The patient is fine.